Event description:
The user's hearing performance with the device is affected. The user has not worn the audio processor (ap) for a while and when he tried it again, he was not able to hear any sound. The user has decided to just use acoustic hearing aids as he is reluctant to have another surgery. The device remains implanted, but not in use.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient does not benefit from the device anymore. A technical implant failure seems likely. However, to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. The recipient does no want to undergo a surgery at the moment and therefore the device remains implanted, but not in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user has not worn the audio processor (ap) for a while and when he tried it again, he was not able to hear any sound. The user was informed to schedule an appointment with the clinic.